Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Customer stated no patient involvement. The device has not been received by carefusion. Third party field service technician confirmed internal battery would not charge. Field service technician replaced internal battery.

Event description:
Customer reported that the lap top ventilator 950 internal battery/cells were depleted.